Manufacturer narrative:
Upon investigation of the actual device used in this that the latch sensor was not functioning correctly. The field service engineer reconnected all cables and connections. Additionally, both inseparable magnets were cleaned to resolve the issue. The system functioned as intended after the technical support specialist checked the device.

Event description:
It was reported by the customer that a pyxis medstation system the drawer has experienced a malfunction and was not being detected as closed. The customer indicated that the problem arose while they were attempting to administer medication to the patient. There were no adverse events or injuries reported based on this incident.